Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. Multiple good faith effort (gfe) attempts were made to obtain additional information regarding the loss of audio on the speaker. A response was not received. After the (mx_100/x3 speaker assembly) replacement, the device was returned to functional use with no further issue(s) identified. No further investigation or action is warranted at this time.

Event description:
It was reported that the intellivue x3 was displaying a message of speaker malfunction. The issue was associated with the speaker assembly. The device was in use on a patient. There was no report of patient or user harm.